Manufacturer narrative:
Adding UDI # (B)(4). Adding implanted date (B)(6) 2023. Adding explanted date (B)(6) 2023. This is a follow up report for this additional information. FDA coding was missed in the initial report. Adding additional health effect- clinical code 2013. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to osseospeed tx 5.0 - 9 mm catalog # 24691. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.